Event description:
It was reported that this was a venotomy closure of the left common femoral vein (lcfv) and right common femoral vein (rcfv) using proglide devices after an interventional electrophysiology procedure using a 7f and 8f sheath respectively. Reportedly, the suture of the device in the lcfv was successfully advanced and tied off; however, hemostasis was not achieved. Another proglide device was used and successfully achieved hemostasis in the lcfv. The knot of the proglide device used in the rcfv was successfully advanced and tied off; however, hemostasis was not achieved. Another proglide device was used and successfully achieved hemostasis in the rcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number. Na.